Event description:
It was reported that a few hours post an aquablation procedure, the patient's foley catheter became red. The decision was made to take the patient back to the operating room (or) to inspect for possible bleeding. The patient presented with one (1) vessel in the mid prostate and cauterization was chosen for treatment. The patient was discharged on day four (4). No further clinical sequela was reported with the patient.

Manufacturer narrative:
The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions related to the reported event. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) for lot number 19c00568 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications when released for distribution. A review for similar complaints was performed on aquabeam robotic system, lot number 19c00050, which confirmed that there was one (1) other similar event reported on this lot. The aquabeam robotic system's instructions for use (IFU), ifu320301, rev. D, was reviewed and "bleeding" is listed as a potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this event. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU, the event is considered not to be device related. Corrected data: for corrected data, please refer to device manufacturer date. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.